Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices referenced in b5 are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with the first proglide device. An attempt was made with a second proglide device and a cuff miss also occurred. The device was removed and during the attempt with the third proglide device, the physician changed the placement a little bit from the 10 o'clock position to the 11 o'clock position; however, when the needle plunger was removed it was also noted that a cuff miss had occurred. The third proglide device was removed as well as the guide wire. After the evar procedure, hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.